Event description:
It was reported that the during the customer's initial preventive maintenance service with pump module's; many required calibrations after failing the rate accuracy test. Customer confirms they are using a new test set that us not expired. Customer also verified the scale calibration. There was no patient involvement. Further information was received from the customer. The devices have been calibrated and sent back to service. No devices are available for investigation.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an high-rate accuracy failure with new lvps was not determined because no products or device logs were returned.